Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Note: manufacturer contacted customer on 10/26/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for hi blood glucose results. The customer is concerned with results obtained of hi. The expected fasting blood glucose test result range is 170 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the fridge. The test strip lot manufacturer's expiration date is 6/13/2018 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Complaint summary: customer states that when she woke up this morning to test her blood glucose, she was getting an hi results.